Manufacturer narrative:
Additional information was reported determining there was no device malfunction. The reporter stated there were four alarms that rang around the time of the event, two downstream occlusions and two upstream occlusions. All four of these alarms appeared to have been addressed and cleared within the minute. This series of history log items occurred twice, once before the four alarms and once after. Theses items were preceded by a "pump stop" rather than user stop". The reporter was informed that a pump stop is a pump event stopped the infusion (normally an alarm) and user stop is the user stopped the pump. A pump stop event would be normal pump operation after an alarm detecting an occlusion. Device is operating and detecting occlusions as intended. Additional information b3, d4, h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was completed and found the thee occurrences of upstream occlusions and two occurrences of downstream occlusion. It is unable to determine if the alarms are true or false alarms. The auto restart for downstream occlusions was found to be working nominally. The upstream occlusions were found to be cleared within a minute of alarming and continue functioning once cleared. The device was able to run and complete the infusions after the alarms were able to be properly cleared. With the device being used after the infusions that had the alarms and not being returned for repair, the device did not have continuous issues with the alarms. The facility was given clarification on the user stop verses pump stop prompts in the history log. The device will prompt pump stop when an alarm or the door changes state during an infusion. The prompt of user stop is only when the user presses the run button during an infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump stopped running during an norepinephrine infusion (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.